Event description:
It was reported that nsln episodes were observed from (B)(6) alert transmission. Reprogramming and testing were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.